Manufacturer narrative:
Inspection of the cannula assembly found the exposed portion of the soft cannula to be damaged. It could not be determined when or how this damage occurred to the pod. Despite the damage to the external portion of the soft cannula, fluid was still able to pass through the fluid path. The download data did not contain any timeouts, drive stalls, or hazard alarms suggesting there was no struggle to deliver insulin. No other damages or defects were observed that would indicate a struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 478 mg/dl while wearing the pod between 24 and 36 hours on the arm.